Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: b5, e1, h2, h6 and h11. D6a - implant date - unknown day in (B)(6) 2022.

Event description:
It was reported that the patient underwent an initial temporomandibular joint implant. Approximately four (4) years post-implantation the patient started experiencing swelling over the operation site with some thickening of overlying tissue. Subsequently, the device was removed and replaced with a competitor device due to a reaction with the prosthesis that was affecting the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial temporomandibular joint implant on an unknown. Subsequently, the device was removed and replaced with a competitor device due to a reaction with the prosthesis that was affecting the patient. Attempts have been made and no further information has been provided.